Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable cassette. The patient stated that the drain line had leaked onto the floor. The patient stated they would complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.